Event description:
Our firm received an e-mail from a patient (pt) on (B)(4) 2014 reporting a "minor eye infection" while wearing the acuvue oasys contact lens (cl). The pt stated that he/she had been wearing acuvue 2 lenses for 10 years without issue, but his/her eye care professional (ecp) added acuvue oasys to his/her prescription (rx). The pt stated that he/she went to order his acuvue 2 lenses, but the acuvue 2 lenses were not in stock. The pt states that they did have the acuvue oasys cl, so he/she purchased the oasys cl. The pt advised that he/she "only used the oasys cl for a couple of days" when he/she began to experience redness and pain. On (B)(4) 2014 a call was placed to the pt and additional information was provided. The pt advised that on (B)(6) 2014 he/she went to see his/her ecp because he/she had redness and pain in od. The pt stated that he/she was advised per the prescribing ecp that he/she had and "eye infection od." The pt was given an rx for neomycin/polymixin/dexamethasone drops to use qid od. The pt states that the ecp advised that he/she use the eye drops every 2 hours for the first day or so to "quickly knock this out." The pt states that he/she did use the prescription eye drops every 2 hours while awake on the first day of treatment. The pt advised that on the second day of treatment, he/she started using the eye drops qid od. The pt also states that he/she was discontinued from cl wear for 1 week. The pt advised that his/her od was much better. Multiple phone calls were made to the ecp's office requesting additional information regarding the event, but no information has been received to date. This od event is being reported as worst case. Four sealed blisters from the lot # b00glb4 were received. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested; the ph and conductivity were in specification. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Any additional information received will the reported within 30 days of receipt.

Manufacturer narrative:
Device labeling: single use or reuse. Infection; pain; red eye(s); corneal abrasion; contact lens; unable to confirm complaint; visual inspection; device not returned. Serious reportable events trends are reviewed quarterly in franchise management review meetings.